Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed but did not reproduce the system error 105. The evaluation experienced the system error 105 which was caused by a seizing motor. The motor assembly was replaced.

Event description:
During baxter's evaluation of a spectrum pump, the device alarmed system error 105. There was no patient involvement.